Manufacturer narrative:
Internal reference number: case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the buttons functioned intermittently and there was image loss when the connector was moved. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failed image sensor. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head lens integrated system was no longer providing a clear image. No case involved. Therefore, there was no patient involved. Results of investigation have concluded that this unit had image loss when the connector is moved which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.